Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was noted to be undersensing atrial fibrillation (af) during a post operative check. Further review revealed a high out of range right atrial (ra) pacing impedance greater than 2000 ohms. Muscle stimulation from the left ventricular lead was also noted and resolved via reprogramming. Additional information was received that the field representative suspected a conductor fracture of the ra lead. The patient was not pacemaker dependent on ra therapy and therefore the device was reprogrammed to vvir with the physician resolving to monitor the system. This crt-d remains in service at this time. No adverse patient effects were reported.